Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: suggested component code: mechanical 04 - femur. The reported event could not be confirmed due to limited information received. Radiographs were reviewed by a healthcare professional, which identified implant fit and alignment were maintained. Bone quality appeared osteopenic. Review of the device history records could not be performed as product identification was not provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that patient underwent a right total knee arthroplasty. Subsequently, patient was revised due to pain.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01425. D10 medical devices: vngd cr tib brg 10x71/75 catalog#: 183440 lot#: 901560. Polished finned tib tray 71mm catalog#: 141253 lot#: 2018100120. G2 foreign source: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a right total knee arthroplasty. Subsequently, patient was revised for an unknown reason. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.